Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The device was leaking from the tank cover. The problem source of the reported product problem was unknown. A root cause was not established. The tank cover was replaced to address the issue. The following worn/damaged components were also replaced: drain fitting, enclosure, line cord, pole clamp, and switch label. The device passed all the functional tests following these repairs.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.